Event description:
It was reported that during a lap colectomy procedure the jaws of the device clips were twisted when they came out of the instrument and then the instrument jammed. The surgeon used another method of ligation which worked successfully. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.